Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2019 at 1:28 am, she received a sensor scan result of 130 mg/dl and experienced symptoms described as dizziness, dry mouth, nervousness, "did not know where she was", and "could not stand up". Customer was admitted to a hospital where a reading of 250 mg/dl was obtained on the hcp device at 2:00 am and she was diagnosed with hyperglycemia and treated with intravenous fluids and rapid insulin. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6)2019 at 1:28 a.m., she received a sensor scan result of 130 mg/dl and experienced symptoms described as dizziness, dry mouth, nervousness, "did not know where she was", and "could not stand up". Customer was admitted to a hospital where a reading of 250 mg/dl was obtained on the hcp device at 2:00 a.m. And she was diagnosed with hyperglycemia and treated with intravenous fluids and rapid insulin. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated and a new issues was observed. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was not properly seated in the mount. Removed the sensor plug and inspected the plug assembly, a broken side snap was observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6)2019 at 1:28 a.m., she received a sensor scan result of 130 mg/dl and experienced symptoms described as dizziness, dry mouth, nervousness, "did not know where she was", and "could not stand up". Customer was admitted to a hospital where a reading of 250 mg/dl was obtained on the hcp device at 2:00 a.m. And she was diagnosed with hyperglycemia and treated with intravenous fluids and rapid insulin. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.